Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reports rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the identified photos: broken shell and red particles in the shell and gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reports rupture. The device has been explanted. This record relates to the left side.